Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room. The health care professional requested review of data stored by this crt-d. Technical services (ts) reviewed per request. Ts advised two rounds of inappropriate anti-tachycardia pacing was provided due to supraventricular tachycardia with rapid ventricular response. In addition, ten inappropriate shocks were delivered due to the atrial arrhythmia. The atrial arrhythmia was terminated. This crt-d remains in service. No additional adverse patient effects were reported.